Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 02sep2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 243.4070. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged ail sensor for error 243.4070. Replaced cracked bezel, replaced corroded rear case, replaced 3rd part upper and lower pressure sensor. Replaced corroded left/right iui. A review of the device history record showed the device had a manufacture date of 02sep2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages. Ca-2014-0284 for ail.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 243.4070. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 243.4070. There was no patient involvement.